Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The stent was found to be partially deployed upon sample receipt, even though the safety lock slider was found in locked position. During sample evaluation, the inner lumen of the stent delivery system could be flushed and a device compatible guide wire could be inserted into the entire system. In this case it was reported that the device was flushed prior to use and no information was provided, that would indicate use of an incompatible guide wire. During evaluation of a device compatible guide wire could be advanced through the entire system. Based on the information available a premature stent deployment is confirmed and considered to be consequence of the reported guidewire problems. However, the reported failure to advance could be reproduced. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: in reviewing the relevant labeling for this product, the potential risk was found to be addressed as the instructions for use states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." Regarding preparation and use of accessories the instructions for use states: "prior to use flush the guidewire lumen of the stent system with heparinized normal saline until saline exits the tip of the system"; "gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. See ¿materials required¿ section. Insert a guidewire of appropriate length (table 2) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter across the lesion to be stented via the introducer sheath." H10: d4 (expiry date: 03/2022), g3 h11: h6 (device, method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that prior to a stent placement procedure, the catheter allegedly got stuck on the stent. It was further reported that the stent was allegedly partially deployed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2022); device pending return.

Event description:
It was reported that prior to a stent placement procedure, the catheter allegedly got stuck on the stent. It was further reported that the stent was allegedly partially deployed. The procedure was completed using another device. There was no patient contact.